Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 180 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. No unexpected motor sound anomaly noted. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window.